Event description:
The customer reported via phone call experiencing high blood glucose levels which required medical intervention. The customer called 911 but did not need to be transported to the hospital. The customer's blood glucose was 352 mg/dl in the morning, and after a manual injection, it lowered to 314 mg/dl, then went back up to 315 mg/dl. The customer's blood glucose reached as high as 397 mg/dl, and he felt dizzy. The customer stated that it seemed as if the insulin pump was not working. Customer observed air bubbles in the reservoirs at times. He also reported that there was a white spot in the tubing at the tip of the reservoir. He noted that while doing a fill cannula, no drops came out. Customer was unable to perform the high pressure test due to lack of tubing clamps, which he was advised would be sent. Customer was advised to change the entire infusion set system and treat per doctor's instructions, and he agreed to return the infusion set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.